Event description:
It was reported that after feeling the stimulation at the site of the sacrum (where the lead bends changing direction towards the snm), the patient was no longer feeling stimulation. All the lead impedance measurements were greater than 4,000 ohms. The lead was replaced. Further information is being requested from the mdt rep.